Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power supply) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. Additionally, the charger was unable to charge a battery due to contaminated battery board. The root cause for the damaged power supply connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a patient's battery charger power supply was damage and was unable to power on charger.